Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead had dislodged during the splitting of the sheaths. Steps were repeated to re-establish vascular access and coronary sinus access were unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.